Manufacturer narrative:
Device remains implanted and in use with the patient. A root cause is not able to be concluded. Seroma is a known adverse event as listed on the intera 3000 labeling. The device history record, rtr-0883-20001 ln 28944765, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing.

Event description:
Intera oncology llc received a report from clinician that a patient developed seroma after hepatic artery infusion (hai) pump insertion.